Manufacturer narrative:
No table movement. No power. The patient was under anesthesia during the malfunction and the case was aborted. An alternate table was brought in to complete the case. However, the patient was wakened from anesthesia while waiting for the alternate table and another available or, then placed back under anesthesia when everything was ready (doctor/staff decision). The delay was 90 minutes. The case was completed without incident, and no patient injury was reported. The unit was repaired, tested and returned to service by the field service engineer. No prior complaints for this device.

Event description:
No table movement, no power.